Event description:
The customer reported that the sys intermittently would display an image that was out of sync. This was likely an unusable image. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.